Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter h3: the pump was returned and analysis found that the pump reached end of service (eos) based on time progression, as expected. H3: the catheter was returned and analysis found damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign healthcare provider via a distributor regarding a patient who was receiving 2000 mcg/ml of com pounded baclofen at 410 mcg/24 h via an implantable pump. On (B)(6) 2021, it was reported that the pump segment of the catheter was unsuccessfully aspirated before connecting to the new pump. It was reported that the patient was scheduled for regular pump reimplantation due to a depleted pump. It was confirmed that there was no problem with the pump or the pump replacement procedure. It was also noted that the patient had no withdrawal symptoms and the residual volume of medication in the pump was in the normal allowed range. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. Due to the unsuccessful aspiration of the old catheter, the "passability" of the pump segment or spinal segment was in question and, as a result, the existing catheter was completely removed and replaced. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury".  The patient¿s medical history included cerebral palsy (cp) and spastic tetraparesis.